Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Second revision surgery - due to a loose stem. The stem was removed and replaced with exatech tumor humeral implant. Reason for loosening is unknown.